Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt received more IV fluid than intended. The tubing set was being used to deliver normal saline at a rate of 70ml/hr. The cair clamp was being used to regulate the flow rate. The customer contact reported 2 hours after the delivery was started, it was noted the pt received 550ml. The nurse stopped the infusion. The rate was decreased to keep the vein open. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device info letter dated oct. 9, 2007.